Event description:
Note: this report pertains to the third of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01174 for the auriga xl 4007 console, MFR report #3005099803-2021-01175 for the lighttrail single use laser fiber, MFR report #3005099803-2021-01176 for the lighttrail single use laser fiber, and MFR report #3005099803-2021-01177 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on february 25, 2021, that an auriga xl 4007 laser console and three lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2021. During the procedure, they used three laser fibers and the fibers could not fire, there was no laser energy. After checking the history of the error log the laser console alerted error 1515 - low supply voltage 24v alerted twice during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. **additional information received on march 18, 2021** the procedure was completed with three laser fibers. Additional information was received that the procedure was completed with three laser fibers. As the procedure was completed, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a27 captures the reportable issue of aborted/cancelled procedure. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-01174 for the auriga xl 4007 console, MFR report #3005099803-2021-01175 for the lighttrail single use laser fiber, MFR report #3005099803-2021-01176 for the lighttrail single use laser fiber, and MFR report #3005099803-2021-01177 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and three lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2021. During the procedure, they used three laser fibers and the fibers could not fire, there was no laser energy. After checking the history of the error log the laser console alerted error 1515 - low supply voltage 24v alerted twice during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.